Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: email.

Event description:
A patient reported one suspected false positive sofia sars result obtained at an urgent care. The patient was asymptomatic (off label use - at the time). The patient communicated that the result was confirmed negative through pcr testing at a different site. The customer also communicated that transport media was used (off label use).